Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that after fco implementation, the device failed the operational check for external paddles. There was no report of patient involvement.